Manufacturer narrative:
(B)(4).

Event description:
Procedure type: unknown. According to the reporter: the gia misfired and would not unlock from patient tissue. It had to be cut off after clamps were placed on either side and then over sewed together. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 minutes.